Event description:
Defibrillator may have failed to deliver shocks to pt. Paramedic did not see visible body reaction to defibrillation. Error code registered on device and "service" message printed on code summary report.